Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure : the patient is woman, 30s. Others are unknown. Date of index surgical procedure? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown during surgery, but necrotic at reoperation. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. Is it known how the wound dehisced? Unknown, but the tissue was necrotic. Did the sutures barbs not engage in the tissue? Yes, the suture barbs engaged in the tissue. Did the suture pull out of the tissue? No. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? No. Were there any patient stress factors that precipitated the event? Unk. Onset date/time of dehiscence? (# post op days) : dehiscence of the wound occurred between 2 weeks and 1 month after surgery. Onset date/time of infection? (# post op days) : unk. How was the dehiscence managed? => reoperation. It was resutured after debridement. Please describe any medical/surgical intervention required including dates, medication names and results. => reoperation. It was resutured after debridement. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the appearance of the suture during the second procedure. Unk. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Unk. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk. Were cultures performed? If so, please provide the results. Unk. How much and what type of drainage is present in this wound? Unk. Were any pre-op cleansing procedures changed recently? If yes, please describe : no other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The cause of the event was unknown. What is the patient's current status? Discharged without problems. Lot number? Unk. Surgeon¿s name? (B)(6). I certify that all information that are known/available has been disclosed corrected information: h6 health effect - clinical code, h6 health effect - impact code.

Manufacturer narrative:
Product complaint # : (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event? Onset date/time of dehiscence? (# post op days). Onset date/time of infection? (# post op days). How was the dehiscence managed? Please describe any medical/surgical intervention required including dates, medication names and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent a c-section on an unknown date and barbed suture was used on the myometrium. In the ward / ICU, infection occurred in the patient and the uterus dehiscence occurred. The cause of the event was unknown. The surgeon said the patient is far away and is being followed up at a nearby hospital. No problem now. [Surgeon¿s opinion about causal relationship between product and event] no additional information has been requested.